Manufacturer narrative:
On august 2, 2021, the mentor failure analysis lab received the device for evaluation on august 5, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual analysis of the returned sample, sm mpp gel 275cc no apparent damage, gel bleeding, or visual anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected material rupture, capsular contracture, granuloma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast augmentation revision with a (left) 275cc mentor memorygel breast implant and a (right) 250cc mentor memorygel breast implant, was initially diagnosed via MRI with left breast implant rupture, post-procedure. Silicone gel was found in the patient's left breast axillary lymph nodes and was also diagnosed with bilateral breast capsular contractures (baker grade unknown). As a result, the patient underwent revision surgery on (B)(6) 2021. During the surgery, both implants were identified to be intact upon removal. Subsequently, the patient underwent bilateral subtotal capsulectomy, left axillary lymph node biopsy, bilateral removal and bilateral replacement. The replacement devices were the following: (left) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 9578081 sn: (B)(4) and (right) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 9578081 sn: (B)(4). This medwatch form is for the left breast prosthesis.